Event description:
Customer states the seat will lower but when she goes to raise it the seat jerks and throws her forward. Patient weight (B)(6) lbs. But she has it on setting 4 which is for 190 lbs. She has tried lower settings but with the same result.